Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge was only able to be filled half way. Customer changed the infusion set and the cartridge to resolve the issue. Customer¿s blood glucose was 188 mg/dl.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge was only able to be filled half way. Customer changed the infusion set and the cartridge to resolve the issue. Customer¿s blood glucose was 188 mg/dl.

Manufacturer narrative:
Device not returned.